Manufacturer narrative:
Complaint conclusion: as reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) were cracked and the device could not enter a 5f non-cordis catheter sheath introducer (csi). As a result, 20 minutes of manual compression was performed to achieve hemostasis. There were no reported injuries to the patient. The physician was mynx certified. The device was stored and prepped according to the instructions for use (IFU) without difficulty. The storage of the device did not exceed 25 °c. There were no anomalies noted prior to use. The mynx device was not purged of air during prep. There were no kinks in the non-cordis csi after removal. There was no damage to the button. The stick location was above the femoral head. The vessel diameter was verified to be greater than or equal to 5mm. The vessel was reported to have moderate tortuosity. A non-sterile ¿mynx control vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed with the stopcock opened. No damage was observed on the atraumatic tip of the returned device. The sealant was noted partially exposed from the sealant sleeves, which were observed kinked/bent as received; however, no cracks were observed on it. The syringe was received connected to the device and the procedural sheath was not returned. Dimensional analysis could not be performed on the returned device due to the severely kinked/bent sealant sleeve assembly condition. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control IFU, step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2. Per microscopic analysis, visual inspection at high magnification showed that the sealant was noted partially exposed from the sealant sleeves due to the observed kinked/bent condition as received with no cracks observed. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not confirmed through analysis of the returned device; however, a severe kinked/bent condition of the sleeves was noted. Additionally, the reported event of ¿mynx control system-deployment difficulty-premature¿ was confirmed due to the partially exposed sealant from the kinked/bent sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors (such as excessive force during insertion into the moderately tortuous vessel), and/or the condition of the sheath (although not returned) may have contributed to the kinked condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) were cracked and the device could not enter a 5f non-cordis catheter sheath introducer (csi). As a result, 20 minutes of manual compression was performed to achieve hemostasis. There were no reported injuries to the patient. The physician was mynx certified. The device was stored and prepped according to the instructions for use (IFU) without difficulty. The storage of the device did not exceed 25 °c. There were no anomalies noted prior to use. The mynx device was not purged of air during prep there were no kinks in the non-cordis csi after removal. There was no damage to the button. The stick location was above the femoral head. The vessel diameter was verified to be greater than or equal to 5mm. The vessel was reported to have moderate tortuosity. The device will be returned for evaluation. Addendum: product evaluation revealed that the sealant was prematurely exposed.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.